Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that optical cover glass had chipped; distal end adhesive glue was lifting; insertion tube had minor delamination; control body aspiration housing colored ring was damaged; hot and cold tests had misty image; up/down and left/right angle was not to specification; water flow and water removal was not to specification; switch function was inoperative. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the colonovideoscope 3, 4 and 5 channel were blocked. The issue was found during maintenance. The device was returned for evaluation. During the device evaluation, white crystallized contamination was found in the air water channel. There were no reports of patient involvement. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.